Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a high blood glucose (bg) of 510 mg/dl and corrected it by changing the contact detach infusion site. Later that night, the user reported a low bg of 40 mg/dl after missing alerts while asleep and treated with juice and graham crackers, bringing bg to 77 mg/dl. The lowest blood glucose (bg) recorded was 40 mg/dl, and the highest was 510 mg/dl. Bg was corrected by changing the infusion site. Additional training with the user was scheduled. No medical intervention was reported at the time of call.